Manufacturer narrative:
Reported event of gold probe would not burn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the cecum during catheterization of a bleeding arteriovenous malformation (avm) performed on (B)(6) 2017. According to the complainant, during the procedure the gold probe did not burn. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the device has kinks in the middle section. An electrical load test was performed and the device tested be within specification. The investigation was unable to confirm the reported event of gold probe failed to cauterize, however, kinks were found in the middle section of the catheter. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the cecum during catheterization of a bleeding arteriovenous malformation (avm) performed on (B)(6) 2017. According to the complainant, during the procedure the gold probe did not burn. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.